Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and it would turn off. Customer called back with blank display after receiving new battery cap. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment were neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.